Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter to stated an integra sales representative that the catheter was placed into the brain and that the intracranial pressure (icp) reading rose to 90mm (hg). The patient was taken to the operating room for a hemicraniectomy as a result of high intracranial pressure readings and clinical symptoms that indicated raised intracranial pressure. During the surgery it was observed that the brain was not under increased pressure and that the surgery was not necessary. No additional information was provided. Integra has requested additional clinical information. The complaint sample was discarded by the user facility.